Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: 4 photos were sent by the customer which verifies the customer complaint that the alaris tubing has air in the line. No product was returned by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a model number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: 4 photos were sent by the customer which verifies the customer complaint that the alaris tubing has air in the line. No product was returned by the customer.

Event description:
It was reported that the unspecified bd intervascular administration set experienced air bubbles/air in line. The following information was provided by the initial reporter: I am an educator at an nicu and we have been having a rash of air accumulating in our alaris tubing for some of our patients in the icn. We weren¿t able to save the first couple but I have subsequent ones. I have also been having them save the package when they hang it so we can identify associated lot numbers. Thus far the only lot number common to all the patients reporting issues is (10)20066548, however I have not reviewed lot numbers from the last 24 hours yet.